Event description:
The customer reported that the pyxis medstation es system had malfunction with the drawer. The customer reported that attempted to retrieve zanaflex from cubie b4, but while drawer 3.1 opened, the cubie itself did not release. The customer confirmed that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a failure of the drawer. A field service engineer replaced the drawer assembly and the damaged ethernet cable to rectify the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.